Event description:
The customer reported that the system displayed a precharge failure error message which prevented the system from completing boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries were replaced. The system was then found to be operating as intended.